Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05967; additional meaningful information received indicated that the patient's leads were explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-05967. It was reported that there was difficulty in reprogramming the patient. An x-ray was ordered by the physician and it was determined the patient's leads migrated. Surgery may be pending to address this issue.